Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. A supply change was performed to address the issue. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.